Event description:
On (B)(6) 2010, leica microsystems received a complaint of poorly processed tissue from customer. On (B)(6) 2010, the customer confirmed that three specimens were not suitable for diagnosis and three pts required a rebiopsy.